Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Follow-up with the patient¿s physician for additional information was unsuccessful after multiple attempts. The patient¿s implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.